Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger would not power up or charge a battery. The cause for the failure was isolated to a damaged power supply cable. The root cause for the damaged power supply cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.

Event description:
A (B)(6) year old female pt called zoll customer support to report that her charger was not powering up. The pt was issued a replacement battery charger.